Manufacturer narrative:
The reported events of failure to capture and helix mechanism issue were confirmed. A complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. X-ray examination of the lead found over torqued inner coil at the connector region consistent with procedural damage. The full helix extension length was measured to be within specification. Electrical testing found shorting between conductors due to over torqued inner coil inside the connector region. The cause of the reported events was due to over torqued inner coil and helix being clogged with blood/tissue.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead was failing to capture, and the rv lead helix was failing to be extended. The rv lead was not used. The physician continued to use the second rv lead and completed the procedure. The patient was in stable condition.